Manufacturer narrative:
Samples were serum. No sample issues were noted. Qc was within specifications for level 1 but out of range high for level 2. No other chemistries appear to have been affected. On (B)(4) 2011, bci field service engineer (fse) changed sample probe, t-valve and sample probe tubing. Fse also replaced reagent side wash insert and observed for proper flow. Fse ran tg / uric carryover test and results were within specifications. Qc was within one sd of customer mean for all levels. Issue has not re-occurred as of (B)(4) 2011.

Event description:
A customer reported to beckman coulter inc. (Bci) that the synchron cx5 delta clinical system generated erroneously high triglyceride (tg) results for five (5) patients. These results were not reported out of the lab. Repeat testing generated lower results. No effect on patient treatment / diagnosis was reported.